Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Consumer complaint of high blood glucose test results. Expected fasting blood glucose test result range is 130 to 200 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 01/13/2018 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(4). Adverse event not reported.